Event description:
Device issue: none. Adverse event (ae): death. Onset of ae: approximately 2 months after stent implantation. It was reported, via trial, that approximately 2 months post a mid left anterior descending (lad) artery stenting procedure with implantation of a xience stent, the patient died. Reportedly, on (B)(6)2010, the patient was doing well. Although the death certificate is not available, it was reported that the coroner told the physician that the cause of death was probable congestive heart failure. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4): death is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.